Manufacturer narrative:
On 17 november 2017 the medical affairs performed a clinical evaluation and commented as follows: one year after primary tkr, the insert fixation screw got loose in the joint and it was immediately removed. No consequence should be expected for the absence of the screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 20 november 2017. Lot 155785: (B)(4) items manufactured and released on 20 january 2016. Expiration date: 2021-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon confirmed the screw was backed out from the insert. The surgeon retrieved the screw. Only just the screw was removed. The screw is not available for investigation. Surgeon did not use torque driver at the time of primary surgery.